Manufacturer narrative:
Additional information received on 29 september 2016 and includes: the pathogen result will not be available. Batch reviews performed on 17 october 2016. Lot 160541: (B)(4) items manufactured and released on 26 april 2016. Expiration date: 2021-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner 28/dme, code 01.26.2850mhc, lot. 160073 (k092265). Approx (B)(4) items manufactured and released on 12 april 2016. Expiration date: 2021-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available. No pathogen available at this time.